Event description:
Diagnosed with colon cancer (B)(6) 2018, had colon removed (B)(6) 2018 so no longer has colon cancer. Started philips respironics system 1 bipap machine in 2015 and developed cancer in (B)(6) 2018. Currently has spots on lungs.